Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm at random. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/13/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump histories revealed evidence of cs 064 call service alarms. During testing, the pump was powered on and immediate emitted a cs 052 call service alarm. Further testing for the call service alarm issue could not be completed due to the recurring cs 052 call service alarm. Unrelated to the complaint, the bolus button cover was missing. Evidence of moisture ingress was observed behind the display lens. A leak test was performed and failed due to a bolus button leak. The pump case was removed, and further evidence of moisture ingress was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.